Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient had inflamed nodule in the abdominal. This event occured on 01-nov-2024. Redness, heat and pain symptoms were reported. Patient went to emergency room. No further information available.